Event description:
While attempting to exchange out a pinnacle sheath. The sheath broke leaving the wire braiding in the artery. Sheath braiding unraveled leaving approx. 6cm in groin. Cardio thoracic surgeon was called in to assess pt and he was able to pull braiding out. No damage to the artery. Femstop applied to obtain hemostasis. Pia periphiral was complete.